Event description:
Customer reported that a charger failed message appeared on the vfd of the system 9800. They also had a question regarding a reported anode warm message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Could not duplicate charger failed message. Replaced batteries. System operates as intended. Also explained to customer that anode heat message is consistent with long and high techniques.